Manufacturer narrative:
The patient's device type and indication for device use is not known at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device ¿did not shut off at times¿ and that when they turned it on, ¿it would not shut off.¿ the patient requested assistance at the time of report in order to ¿get this to shut off inside my back¿ and in order to ¿fix it.¿ no further event information was reported; no complications were reported or anticipated.